Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event, and treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient status is unknown. No additional information is available.